Manufacturer narrative:
The pump passed all functional testing, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery alarm tests. The bolus wizard functioned properly per the bolus wizard sample in user guide. The pump passed the delivery accuracy test. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 340 mg/dl. Customer had symptoms such as dehydration. Customer was hospitalized for hyperglycemia. Customer was treated at the emergency room. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was returned for analysis.